Manufacturer narrative:
The complaint device was not returned; therefore, product analysis could not be performed. However, a picture attached in the complaint confirmed the irrigation extension tubing is totally detached/separated from the luer fitting at the adhesive joint, therefore, the reported complaint is confirmed.

Event description:
During preparation of procedure to treat atrial fibrillation (a fib), an intellanav mifi open-irrigated was selected for use. It was reported when prepping the catheter and screwing on the metriq tubing, the side irrigation port on the catheter fell off. Catheter was replaced with another of same device and procedure was completed successfully. No patient complications reported. Product is not expected to be returned.